Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette detect error. Service history review identified this device has not been in for service in the previous 12 months. The reported problem was duplicated. The downstream occlusion (dso) seal showed severe bubbling. Contamination was found at the dso sensor error. The probable cause of the reported problem was the dso sensor. Replaced dso sensor. Device passed all functional tests post repair.